Event description:
According the surgeon's report, this patient had a middle ear infection which led to a cholesterolema. This caused the cochlear implant to require explanation (date of surgery unk). One week after explant surgery, the patient received a new implant in 2006.